Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges severe apnea. The patient also alleges that when they do not use the machine faithfully every night, or every time they sleep, they will get high blood pressure and atrial fibrillation. The patient also said that she tried to sleep without it, but she could not sleep since the recall. She also have tremendous fear of sleeping without the device because of the severity of the afib that she get when not using the device and the high blood pressure as well. The patient reported using a soclean/ozone based cleaner device. The patient was hospitalized in the past due to high blood pressure and atrial fibrillation. No additional information can requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.